Manufacturer narrative:
The reported event was not confirmed. Visual inspection did not find any sharp edge or burr on the device¿s surface that could contribute to the complaint. Analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient complained of shocks from the implantable cardiac monitor (icm). The icm was implanted to monitor for bradycardia during a medication change. The icm provided the physician with the information needed so the physician elected to explant the icm after the patient complained of the symptoms. The physician did not believe what the patient felt came from the icm. The patient was not implanted with an upgrade or replacement device after the explant since the patient was not bradycardic. The patient was stable post procedure.